Event description:
Patient had severe congestive heart failure, mitral regurgitation, pulmonary hypertension and a history of three myocardial infarctions. The patient had a mitral valve replacement. The patient had temporary pacemaker wires placed during surgery. Post operative, the patient periodically went into a severe bradycardia. The patient then was in complete heart block. A permanent pacemaker was placed. Initial function was good. The post procedure chest xray was good. Within an hour of returning from the cath lab, the patient developed shortness of breath. The chest xray showed fluid in the left lung. The patient became unresponsive. A chest tube was place on the left. Approximately 1000 cc of blood obtained. The patient was coded, including open chest defib and massage, for over an hour unsuccessfully. A brief exam by the attending demonstrated a 2mm hole in the left lung by the subclavian vein.